Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the generator indicated that the generator performed according to functional specifications. At the moment revision surgery for lead replacement is likely, but has not been confirmed.

Event description:
Additional information was received through an implant card indicating the patient underwent lead replacement surgery due to a lead discontinuity. The area representative indicated the explanted lead was disposed of after surgery and lead had been cut since (B)(6) 2011. No further information was available.

Event description:
It was reported by company representative that high impedance was found during a surgery for generator prophylactic replacement. After the connectors pins of the lead were inserted into the new generator, system diagnostic test was performed, resulting in a dcdc code 7. The physician stated that the dcdc code was normal at the previous follow up visit ((B)(6) 2011), when decision to change the generator was made. No patient manipulation or trauma is suspected to have contributed to the reported high lead impedance. X-rays have not been taken of the patient to review the state of the lead. A lead fracture is suspected and patient will have another surgery for lead replacement, no date decided at this time. The new generator will not be turned on in the meantime.